Event description:
With new lysol all storage abnormalities. I'm getting 75 percent false positive results. Every birth. Diagnosis or reason for use: birth. Is the product compounded: no. Is the product over-the-counter: no.